Event description:
A malfunction was reported, indicated by malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue occurred again.